Event description:
The account alleges that the brake will not hold at the foot end. No injuries were reported.

Manufacturer narrative:
The tech discovered that the brake linkage shoulder bolt had fallen out. The tech replaced the bolt and nut, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.